Manufacturer narrative:
(B)(4). This is a report of a use error where the patient connected to an incompletely primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for therapy assistance on the homechoice (hc) machine, it was reported that the home patient (hp) connected to an incompletely primed line. The care giver (cg) stated that after the patient line cap was removed, fluid was observed going down the line and the hp connected. The hc machine then displayed ¿connect yourself¿. The technical service representative had the cg close the clamps, disconnect the hp, and cycle the power on the hc machine. The cg was advised to start the hp¿s therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.